Event description:
The provider stated the end user told him the chair squealed and the stopped. The dealer and end user are unaware if there was an error code on the screen when the incident occurred.